Event description:
Upon firing a plcr60b, the tissue stuck to the reload and unformed staples were noted in the tissue after firing. The surgeon used a grasper to remove the tissue and a defect was observed in the staple line.

Manufacturer narrative:
The reload has an impression on the tissue bumps indicating the reload was clamped on an obstruction.